Event description:
Pt admitted 9/12/93 for sbo. To or 9/12/93 at 1:00, for exploratory lap with release of sbo. Pt taken back to surgery 9/21/93 at 1450 for sbo with persistent obstruction. Operation performed: exploratory laparotomy, lysis of adhesions, resection of terminal ileum and proximol right colon with ileostomy (pt had insertion of internal jugular triple lumen line at this time also). On 9/23/93, the pt coded and expired. Autopsy revealed cause of death as pericardial tamponade due to perforation of right atrium due to central venous line placement.